Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a compromised force sensor system alarm. Customer also stated insulin was squirting out during the manual prime process. The customer was also unable to exit the preparing to prime loop on their insulin pump. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. It was also found the customer had a crack near their battery compartment and part of their insulin pump's case was missing. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to confirm prime due to motor error alarm. The insulin pump received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, and missing end cap sticker noted.